Manufacturer narrative:
E1: name: (B)(6). Country: united states of america. (B)(6). Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
It was reported that the patient inserted the infusion set at a site with insufficient subcutaneous tissue on (B)(6) 2026 which causes high blood glucose lasting for one to two hours. The high blood glucose was treated with insulin pump, and the infusion set had been in use for two days.